Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited no sensing or threshold measurements during the discharge check one day post implant. An x-ray evidenced the lead was dislodged. A revision procedure was performed wherein the lead was successfully repositioned. This ra lead remains in service. No adverse patient effects were reported.